Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the pt has no benefit with her implant because of her cochlea being ossified. The pt wishes to be explanted. Explantation surgery is scheduled.

Manufacturer narrative:
Additional information: due to the meningitis prior to implantation and cochlea ossification, the patient had no benefit with the device. According to additional information received on may 17, 2013, a date for explantation had not been stipulated by that time. No further information has been received so far.

Event description:
According to the report of (B)(4) 2013, the patient, born in 1988 and implanted in 2012, had no benefit with her implant due to an ossified cochlea. The patient wishes to be explanted.